Manufacturer narrative:
The customer resolved the issue through routine troubleshooting with the assistance of bec customer technical support. In troubleshooting the issue, the customer determined the reagent probe b tubing connection to the top of the probe was loose and leaking. The customer tightened the fitting to resolve the issue. (B)(4).

Event description:
A customer reported to beckman coulter (bec) technical support that their unicel dxc 800 pro synchron system generated "cartridge chemistry sample cuvette no fluid detected" errors. Upon troubleshooting, with the assistance of technical support, the customer found reagent probe b leaked from the top of the probe. The operator wore personal protective equipment consisting of gloves and a lab coat. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.